Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed in the esophagus on (B)(6) 2013. According to the complainant, when attempting to deploy the band during the procedure, the band came off at the back of the ligator head, instead of the front. No damage was noted to the device, or the device packaging. A second speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device was performed. Upon investigation, it was noticed that trip wire was not cinched into the handle slot, and the handle slot was not deformed, indicating the trip wire had not previously been cinched into the handle slot. The trip wire was wound around the handle spool several times. The handle spool rotated freely when turned. It was also noticed that all 7 bands remained on the ligator, with all 7 partially deployed. The suture had pulled free from all 7 bands and ligator. The teeth were severely damaged, with some broken off and missing. No damage or defects observed with the tubing. Based on the evaluation of the device and evaluation of returned devices with similar issues, it appears that the trip wire was not properly secured during the procedure which then impacted the deployment activity of the bands. Therefore, ¿user / use error¿ is selected as the most probable root cause classification. A review of the device history record (DHR) for this batch revealed no issues related to this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed in the esophagus on (B)(6) 2013. According to the complainant, when attempting to deploy the band during the procedure, the band came off at the back of the ligator head, instead of the front. No damage was noted to the device, or the device packaging. A second speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.